Manufacturer narrative:
Initial and final MDR 1904660 - MDR 3003442380-2024-12398 - device 2 of 3

Event description:
Unomedical reference number (B)(4) event occurred in (B)(6) , on (B)(6)2024, it was reported that three infusion set was leaking at site and infusion set is use for less than 2-3 days. The blood glucose level was high, and the issue is occurring due to correction bolus via pump. No further information available.